Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed at the unspecified timing. The occurrence date of the event is unknown. There was no patient injury associated with this report.

Manufacturer narrative:
The device was returned to olympus service operation repair center (sorc) for evaluation. Sorc checked the subject device and duplicated the reported phenomenon. As a result of the evaluation, the following was confirmed. -the camera cable was broken. Based on the evaluation result, omsc surmised that the reported phenomenon was attributed to the failure of the signal transmission due to the camera cable break by the user handling. Omsc checked the device history record of the device, there was no irregularity found. The instruction manual provides preventive measures against the reported failure mode. If additional information becomes available, this report will be supplemented.